Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor filament was missing during insertion. Customer¿s blood glucose was 140 mg/dl. Customer stated that needle was not fractured while in the body. Sensor will not be returned for analysis.